Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor. The upstream sensor was found to not be properly seated in the connector. The failed upstream sensor was replaced.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy in "711" of an unknown care area (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that the customer has "the tubing straight and lying so it does not occlude, but the alarm is still going off". All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.